Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the tip of the flipcutter broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the cutter tip was broken off, and the two slots at the distal end of the shaft of the flipcutter¿ ii, short 9.5 mm, were twisted. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.